Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) was giving an unspecified error code. It is unknown under which circumstances the event occurred or if there was patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) states that error was catheter restriction. He can reproduce the error, when fse restrict the catheter. Machine operated as designed. No problem found. Full calibration, functional testing and safety check to factory specifications. Unit passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use. Patient involvement is unknown.

Event description:
N/a.